Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade iii".

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade iii". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was underweight, and an observed opening. A microscopic analysis was performed which identified, a sharp edge break assessed, as unidentified tear break. Missing piece of the shell, and a sharp opening. A dimension measurement in the shell was performed which identified, the thickness within specification. Based on the device analysis, the final assessment is: a sharp break in the posterior side assessed, as unidentified (tear) opening. A sharp opening on the posterior side assessed, as an unidentified (tear) opening. And missing piece of the shell assessed, as inconclusive.

Event description:
Healthcare professional reported, left side "exchange from textured to smooth implants, due to the patient's concern with the product. And capsular contracture, baker grade iii". Device has been explanted.